Manufacturer narrative:
(B) (4): results: death.

Event description:
One endeavor rx drug-eluting stent (MFR report #2953200-2010-00192) was implanted at the svg 1 (lima bypass of lad). Patient was asymptomatic/free of symptoms at 30 day follow up. A ptca revascularization of the proximal rca (non-target vessel) was carried out approximately 2 months following index procedure. One endeavor rx drug-eluting stent was implanted. Investigator indicated that it was not assessable if the event was related to the study stent. Patient was asymptomatic/free of symptoms at 6 month follow up and at one year follow up. Patient's death is reported to have occurred approximately 16.5 months following index procedure. Clopidogrel was stopped approximately 3 months prior to the event. It is not assessable if the event was related to the study stent. No further details are known on this event.